Event description:
The user facility reported to terumo cardiovascular systems corporation that just prior to cardiopulmonary bypass, a port, coming out of the arterial connector, leaked from a tiny crack. No known impact or consequences to patient. Product was changed out. Surgery was completed without delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on july 7, 2015. (B)(4). On november 2, 2015, terumo cardiovascular systems corporation became aware that the information contained in the initial report of this complaint, MFR # 1124841-2015-00202, is a duplicate of another previously reported complaint, MFR # 1124841-2015-00115, cr-49633. Therefore, please reject MFR # 1124841-2015-00202. All pertinent information concerning this complaint has been properly reported to the FDA in MFR # 1124841-2015-00115..

Manufacturer narrative:
Terumo has not received the actual device for evaluation;therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available.(B)(4).